Event description:
User facility reported that an uneventful novasure endometrial ablation was performed on (B) (6) 2010. On (B) (6) 2010, the pt had "severe abdominal cramping pain" and nausea. The physician performed "a bowel resection at the ilia of the bowel due to a burn". F/u with the physician on (B) (6) 2010 revealed that the pt was seen at the hospital with "an acute abdomen on exam and a wbc (white blood count) of 30,000". A laparotomy was performed which indicated no perforation within the uterus. "There was a white line along the fundus with serosal blanching consistent with thermal effect. There was a small area on the ileum with cautery effect and small perforation. Approximately 8cm of ileum was resected and a reanastomosis was performed." The pt was reported to be "doing post-operatively".

Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B) (4)